Event description:
The user facility in korea reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. There was no impact to the pt or medical intervention required.

Manufacturer narrative:
One 23ga vitrectomy cutter was returned in a plastic zip lock bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protection was in place, as it should be. The needle was not bent. The port window was in the opened position. There was fluid in the liner. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected. The connector that was approximately 10 inches from the back of the cutter was loose. A functional test was performed using a stellaris system. The cutter was not aspirating. After tightening the loose connection on the aspiration line the cutter was retested. The cutter had good clean cuts throughout the various cut rates. The cutter performed as intended. It cannot be determined when or how the aspiration tubing became to be loose. Report 1 of 2 see 1920664-2015-00061.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2015-00061.